Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. The reporter stated that they were not aware that the iob feature reset to zero after a battery change and the patient may have been given additional insulin. The user guide instructs the user that the pump iob resets to zero during a battery change. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas.

Manufacturer narrative:
Follow-up #1 date of submission 12/23/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing, the insulin on board (iob) feature was found to be functioning appropriately. A review of the pump history indicated several low battery warnings are replace battery alarms, associated with a sudden drop in voltage. An ezprime operation was performed with no difficulties noted, and the number of units remaining in the cartridge were correctly calculated by the pump during testing. The pump was exercised for 29 hours with no alarms or warnings occurring. The complaint concerning the iob could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed corrosion inside the battery compartment and on the battery cap. This malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The reporter stated that the patient experienced a blood glucose of 34 mg/dl; the reporter stated that the patient was able to be treated orally without medical intervention. The reporter stated that replacing the battery every three to four hours was causing the patient's blood glucose to decrease. The reporter confirmed that the patient was not attached at the site during battery changes or exprime steps. The reporter confirmed that the patient used the advanced pump settings. A review of the replacing battery procedures outlined in the pump user guide revealed that the reporter was unaware that the insulin on board or iob feature reset to zero upon battery changes. The reporter stated that the patient may have been given additional insulin due to using the pump ezbg and ezcarb boluses and not realizing that the iob reset upon battery changes. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.